Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. Just before the sealing, a plastic piece fell off the tip of the device and into the patient's open groin. Case was completed using the same device. The broken piece was retrieved using a pair of pick ups, and was located near the port at the entrance of the tunnel. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. Just before the sealing, a plastic piece fell off the tip of the device and into the patient's open groin. Case was completed using the same device. The broken piece was retrieved using a pair of pick ups, and was located near the port at the entrance of the tunnel. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected: "product problem" to "adverse event & product problem". Internal complaint - trackwise # : (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Blood on shaft tip and charred tissue were observed on the heater wire, which was observed to be intact. The silicon insulation on the cold jaw was observed to be peeled away from the tip of the cold jaw to the center, and the distal portion of the tip of the cold jaw, exposing the metal portion of the cold jaw. The detached silicone insulation of the cold jaw was not returned for evaluation. Based on the return condition of the device the reported failure "peeled jaw" was confirmed.